Event description:
According to the reporter, during the laparoscopic total abdominal hysterectomy, when the surgeon was removing the specimen, the endo catch bag broke inside the patient..the patient was unsure if the bag was fully intact when removed but the surgeon said it was intact. The specimen was still obtained at the end of the procedure. The patient had x-ray and no broken pieces were found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.